Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d9, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, when using a 7mm x 4cm saberx percutaneous transluminal angioplasty (pta) balloon catheter, the pressure was released. There were no reported injuries to the patient. Additional information was requested but was unavailable. The device was not returned as expected. The reported ¿balloon leakage - during positive pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. It is likely vessel characteristics, although unknown, and/or procedural factors may have contributed to the reported event. Damage to balloon material may have occurred during crossing or upon inflation at the target site. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use, which are not intended to mitigate risk, ¿preparation 1. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. 2. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. 3. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. 4. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. 5. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed and repeat steps 2-4. 6. Without twisting, slide the forming tube off the balloon. 7. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. 8. Purge the air from the inflation device. 9. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, when using a 7mm x 4cm saberx percutaneous transluminal angioplasty (pta) balloon catheter, the pressure was released. There were no reported injuries to the patient. Additional information was requested but was unavailable. The device was not returned as expected.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when using a 7mm x 4cm saberx percutaneous transluminal angioplasty (pta) balloon catheter, the pressure was released. There were no reported injuries to the patient. Additional information was requested but was unavailable. The device will be returned for evaluation.